Event description:
The following information was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of a descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac), tgmr313120j. The dates were unknown but computed tomography images at follow-ups revealed increasing the aneurysm and migrating the distal end of the ctagac to proximal. On (B)(6) 2021, a reintervention to place additional ctagac, tgm343420j, was performed to extend distally. ((B)(4)). During the reintervention, the distal end of tgm343420j was unintentionally placed proximally approximately 1 cm at the secondary deployment and placed more proximally at a touch up. Additional stent graft was implanted distally just above a celiac artery. The patient tolerated the procedure. ((B)(4)). The physician stated that the distal end of tgmr313120j was not implanted just above the celiac artery at the initial treatment and was implanted at the bent area of the vascular. This would be cause of the event and the need for reintervention.

Manufacturer narrative:
(B)(4).